Event description:
This lead was capped due to bipolar failure and rapidly declining impedance. Lead over tightening is suspected. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.